Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedances. The patient was asymptomatic to the event. No intervention was reported.

Manufacturer narrative:
Correction: date received by manufacturer should have been feb 13, 2019 not feb 14, 2019.

Event description:
New information noted that the patient had an MRI on (B)(6) 2018. The pacing impedance had increased from previous follow-up. It was suspected that tissue heating at the lead tip may be the cause. At the time of device explant, all measurements were normal. The physician elected to cap the lead on (B)(6) 2019 during device explant. The patient was discharged.